Event description:
It was reported that within a week of implant, the patient complained of feeling lethargic. The atrial lead exhibited capturing issues, and an x-ray was planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that within a week of implant, the patient complained of feeling lethargic. The atrial lead exhibited capturing issues, and an x-ray was planned. It was further reported that the atrial lead was found to have dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.